Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report incorrectly stated that generator replacement surgery had not occurred. The patient underwent generator replacement surgery on (B)(6) 2014. Explant date, corrected data: the initial manufacturer report incorrectly stated that generator replacement surgery had not occurred. The patient underwent generator replacement surgery on (B)(6) 2014.

Event description:
The patient underwent generator replacement surgery on (B)(6) 2014. Additional information was received indicating that the explanted generator would return to the manufacturer for analysis. The generator was explanted prophylactically and returned to the manufacturer where analysis if currently underway. Attempts for additional relevant information were made. The nurse stated that no further information will be provided.

Event description:
Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
The patient reported that she has been experiencing an increase in seizures. The patient reported that she will go ahead and undergo generator replacement. Generator replacement is planned, but has not occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.